Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller (s/n: (B)(6)) overheating and low voltage alarms were confirmed via the log file. The log files contained approximately 5 hours of data ((B)(6) 2020 6:15 - 11:26 per timestamp). Throughout the log file there were multiple low voltage advisories and the recorded controller temperature rose above 50 degrees celsius at 6:45. The alarms and rise in temperature did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller was functionally tested and found that there was conductor breakdown present in the power cables that could have contributed to the reported low voltage alarms; the alarms were not reproduced during testing. The controller was ran for an extended period to measure controller temperature; the controller did not exceed 35 degrees celsius. The root cause for the conductor breakdown is consistent with repetitive flexing of the power cables. The root cause for the reported overheating was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate hm3 controller (s/n: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook was available for use at the time of the event. Section 5, entitled ¿alarms and troubleshooting¿, explains what to do in the case of different kinds of alarms. Section 6, entitled ¿caring for the equipment¿, explains how to properly care for the equipment. Section 2, entitled ¿how your heart pump works¿, explains in case the device becomes excessively hot. Heartmate iii patient handbook under section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Under ¿daily safety checklist¿, the handbook instructs the user to inspect the system controller power cables/connectors for damage. Section 4, entitled ¿living with the heartmate 3¿, has a warning to keep the device dry. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low voltage alarms about a week ago that became more frequent. It started out as an advisory, but then turned into a continuous alarm with red battery. The patient's controller was hot every time, and when he placed it by the a/c, the alarms stop and the battery gauge showed the actual bars on his batteries (3-4 instead of 1). The controller has backup battery faults until it cooled down, after which the alarms went away. The patient's pi fluctuated often. Log file captured low voltages on mobile power unit (mpu) and the issue appeared to be with it. The controller was exchanged and a new mpu was issued. The controller will be sent back to abbott for evaluation. Related manufacturer report number#: (B)(4).